Manufacturer narrative:
Health effect- clinical code: (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Visual analysis of device: yellow and red particle material on the shell. Red encapsulation. Creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Healthcare professional later reported "borderline enlarged level 1 right axillary lymph nodes" and "right breast grade iii periprosthetic capsular contracture." Healthcare professional additionally reported "complex fluid collection surrounding the right implant, attempted aspiration followed by biopsy of the fluid collection demonstrated fibrosis and fat necrosis". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "borderline enlarged level 1 right axillary lymph nodes" and "right breast grade iii periprosthetic capsular contracture." Healthcare professional additionally reported "complex fluid collection surrounding the right implant, attempted aspiration followed by biopsy of the fluid collection demonstrated fibrosis and fat necrosis". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: brown particles in the shell, opening curved on anterior and underweight. A visual and microscopic analysis was performed which identified: opening smooth on anterior, creases fold, stress marks and wear abrasion. Base on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening.